Event description:
It was reported that during the implant procedure, oversensing with artifact spike was noted through the device during the impedance check. The leads were disconnect and tested through the analyzer with normal results. The oversensing was reproduced when the leads were reconnected to the device. The device was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).